Manufacturer narrative:
The device was not returned to the manufacturer for investigation and no lot number was provided. If the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the drain lever came off ther reservoir. None of the approximately 700 mls of blood was able to be transferred to the blood bag to be re-infused. It is unknown if the patient received a blood transfusion from either a blood bank or pre-donated blood, but there were no allegations of adverse consequences as a result of this event.